Event description:
Per the clinic, the patient experienced a decrease in performance. The results of an integrity test in 2009 indicated normal receiver stimulator function with multiple electrode anomalies.explant and reimplantation is planned but had not taken place at the time of this report.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) patient's transvenous right ventricular (rv) lead was oversensing noise on the rate/sense channel. The noise has led to several pauses in pacing of approximately two seconds, in this pacemaker dependent patient. The patient has not been symptomatic, however, and no inappropriate therapy has been delivered as a result of the noise. The noise could not be reproduced with pocket manipulation or isometrics, and all lead diagnostic measurements were normal. Noise could be reproduced with deep breathing and coughing, however. The boston scientific technical services department advised that diaphragmatic oversensing may be occurring.

Manufacturer narrative:
Per the clinic, the device was explanted (B) (6) 2010, during the same surgery, the patient was re-implanted. Per the clinic, the device was lost after explantation occurred.(B) (4): device not available for evaluation.